Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer¿s blood glucose level at the time of incident was 588 mg/dl and the another blood glucose was 520 mg/dl. Customer was treated with manual bolus. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer does not allege pump was under delivering. The device will be returned for analysis.